Event description:
Per the clinic, the patient experienced pain/non-auditory sensations and a performance decrement with device use. The patient was reported to have developed acute mastoiditis in (b)(6) 2025 (specific date not reported). Subsequently, the device was explanted on (b)(6) 2025. The patient was re-implanted with another cochlear device on (b)(6) 2025.